Manufacturer narrative:
B4:(B)(6) 2021. Per authorized service personnel (asp) the issue was discovered during setup for patient use. The (asp) replaced the power management (pm) board and the motor controller (mc) board to address the over voltage protection (ovp) error that was reported by the (asp).

Manufacturer narrative:
Date of report: 26jul2021. There was no patient involvement.

Event description:
The customer reported that the v60 ventilator had a report error. The customer reported that the unit was not in use on patient.